Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The health care provider (hcp), consumer, and manufacturer representative reported that the patient had a burning sensation in the pocket and it got worse when they sat down. The burning stopped when the patient turned off the implantable neurostimulator (ins). Even with the burning, the patient was getting good therapy. There were no falls or trauma related to the event, but the patient worked in construction with a high level of physical activity. The patient went to the ER and they told the patient the ins site looked fine. The manufacturer representative ran impedances and 6 out of 10 were over 4000 ohms. The manufacturer representative was not sure if programming on the electrodes that were not high would work for the patient. The manufacturer representative would talk to the hcp to discuss a revision. There may be more than 1 issue going on as a fluid shunt in the pocket would be normal impedances and they were seeing some high. The patient was unable to tolerate any of the settings as all were burning. The patient did not feel stimulation in the bicycle seat area, but that could be because they couldn't turn the stimulation up past 0.1v, due to the burning. The patient could also feel the wire in the back, not a sensation from the wire, but the physical wire through the skin and that had not been the case prior. The patient thought the wire might be loose. The hcp's office scheduled a surgery to open the pocket on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.